Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 260 (mg/dl). Customer has only used pump therapy for two hours; however, high bgs began prior to pump use and were unaddressed. Recommendation was made to consult with health care provider to discuss how to address bg levels. Customer acknowledged.